Event description:
It was reported that the patient presented to the emergency room complaining of syncope. The right ventricular (rv) lead exhibited a loss of capture, as well as intermittent capture when programmed to maximum outputs. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3830 implantable pacing lead - (B)(6) 2013. (B)(4).